Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Procedural imagery was provided for review. Review of the imagery revealed the first valve used for the procedure had embolized into the aorta and was implanted in the descending aorta. A second valve was prepped and then it was implanted in the annulus. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, valve migration, malposition or embolization requiring intervention and valve deployment in an unintended location are listed as potential risks associated with the transcatheter aortic valve replacement (tavr) procedure, the bioprosthesis, and the use of its associated devices and accessories. The training manuals also notes that a loss of capture during rapid pacing can cause sudden delivery system movement during valve deployment. This can lead to the valve embolizing into the aorta. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for transcatheter heart valve (thv) embolizing into the aorta was confirmed based on procedural imagery provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. As reported, "a 23-mm sapien 3 ultra valve, by transfemoral approach. At the moment of starting to implant the prosthesis, capture was lost through the guidewire and coincided with a heartbeat. The prosthesis embolized slightly upwards." Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training material, "loss of pacing capture during valve deployment can result in movement of the valve and possible embolization." In this case, the loss of pacing capture disrupted the balloon stability during thv deployment, causing the thv to embolize toward the aorta as reported. In this case, available information suggests that procedural factors (loss of pacing capture) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported from our affiliates in spain, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23mm sapien 3 ultra valve, the valve embolized due to capture being lost in conjunction with a heartbeat. As the valve was slightly expanded, a decision was made to implant the valve in the abdominal aorta. As a result, a second valve was implanted.